Event description:
Plate was removed from patient as it was broken and the site had not united and fracture had not healed. Plate was inserted in (B)(6) 2009. Plate was removed and a new plate reinserted.